Event description:
Additional information was received by the customer. The reported product issue was reportedly discovered during the reprocessing of the device. As the extent of scratches and rusting was higher according to customer, the olympus field service staff was informed and a complaint was registered.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: detection method is described in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the insertion tube of the customer¿s evis exera ii colonovideoscope device was discolored, there were scratches and rust at the distal end, and there was an issue with the auto suction feature. Upon inspection and testing of the returned unit, foreign material was found lodged in the device nozzle, the bending section cover had clotting protein residue, and the plastic distal end cover, control unit, and directional knobs were dirty. The foreign material in the nozzle was ocher in color and could not be identified. The customer later confirmed that the device had been reprocessed by the customer, but they could not rule out the delay of pre-cleaning initiation, nor could they rule out the possibility that the air/water channel cleaning adapter was not used. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was found lodged in the device nozzle, the bending section cover had clotting protein residue, and the plastic distal end cover, control unit, and directional knobs were dirty. The customer's originally reported issues of discoloration, scratches, rust, and auto suction were confirmed; water removal ability did not meet the standard value due to nozzle deformation. The following additional findings were also noted: assorted scratches, blemishes, dirt, discoloration, dents, wrinkles, physical damage, loss of water tightness, adhesive detachment, deformation, shaved areas, cuts, and wear of the angle wire. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.